Manufacturer narrative:
(B)(4). Batch #u93t00. Investigation summary: the analysis results found that the er320 device was returned with no apparent damage. In addition, a malformed clip was received inside of a plastic bag. The device was tested for functionality. During the analysis, the device was cycled and it fed, retained, and formed the remaining 18 clips as intended. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: please clarify how ¿on the second fire he device locked up.¿ did device not feed clips? Did device feed clips sideways? Did device not fire clips (jammed)? Did device fire malformed clips? Did device fire scissored clips? Did device drop or eject clips? Was device fired over another clip or hard structure? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic cholecystectomy, on the second fire, the device locked up. The procedure was completed with a like device with no patient consequences.